Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The patient reported that about 8 months ago, they fell and crushed their shoulder and needed a replacement, however, without being able to have that an MRI, they had to go through an exploratory surgery. The patient stated that they were interested in knowing about a newer implant for MRI compatibility. The patient reported that when they fell, they must have ¿messed up¿ their stim because it wasn¿t working properly. The patient noted that they were going to another stim doctor to see what¿s going on, but they cancelled after the fall. The patient reported that they could barely drive, let alone travel further than my own. The patient noted that they can lay in bed, so they dread another recovery period. No further complications were anticipated/reported.